Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the patient position module and bed exit alarm will not set. No patient impact.